Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced hyperglycemia after breakfast while using the ilet, with a highest blood glucose of 215 mg/dl that returned toward range during the call without alerts or alarms and without the need for assistance or medical intervention. No symptoms were reported. There was no injury, no medical care required, and the event resolved without intervention beyond routine insulin delivery. The investigation included review of the event details and user education regarding expected postprandial glucose patterns and insulin action. The investigation revealed no device malfunction, no alarm activity, and findings consistent with a postprandial glucose excursion followed by a subsequent decline, indicating normal device function. Based on previously established findings for similar reports, the cause was concluded to be inconclusive and likely related to physiological postprandial variability rather than a device issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.